Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. (B)(4). A carefusion field service representative (fsr) went onsite to evaluate the device. The fsr identified that the flow control valve was showing asterisks in two columns. He attempted flow control valve calibrations but it did not resolve the reported issue. The gas delivery engine (gde) required replacement so a new gde was installed. The device was calibrated and tested to meet manufacturer specifications. The suspect gde was returned to carefusion for further investigation. Once the investigation is complete, a supplemental report will be submitted.

Event description:
The customer reported while using the avea ventilator, it was experiencing low tidal volumes and autocycling. The customer stated there was no patient associated with this event.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The root cause of the reported issue was due to a failed integrated circuit on the transducer communications alarm (tca) printed circuit board assembly (pcba). The tca pcba was experiencing an intermittent loss of auto-zeroing function of the inspiratory flow sensor (ifs).